Event description:
It was reported that insyte 24ga x 0.75in catheter is easily bent and will not advance. The following information was provided by the initial reporter: canalization is made in right upper limb, back of the hand, at the time of channeling there is venous return but when entering the catheter there is resistance, liquids are started but the vein infiltrates, a second failed attempt is made since the catheter is easily bent and does not advance.

Manufacturer narrative:
Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte 24ga x 0.75in catheter is easily bent and will not advance. The following information was provided by the initial reporter: canalization is made in right upper limb, back of the hand, at the time of channeling there is venous return but when entering the catheter there is resistance, liquids are started but the vein infiltrates, a second failed attempt is made since the catheter is easily bent and does not advance.